Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose of 68 mg/dl and self-treated with oral glucose in the form of an orange. Symptoms included hypoglycemia. Outcomes included the need for medication intervention to address the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.